Event description:
Angio seal device used to close vessel s/p cardiac procedure. Pt stood 2 hours post bed rest and started to ooze blood at puncture site. Pressure applied along with 2 more hours of bed rest. No further bleeding or complications.